Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the outer was loosen. The device was sent to the original equipment manufacturer (OEM) for further investigation. The OEM investigation confirmed the reported findings. The teflon pad showed wear and tear. In addition, the grasping metal was deformed. It is believed that this was due to the excessive force used to insert and withdraw the device from the trocar. The teflon pad showed wear and tear and the grasping section (metal part) was observed to be deformed.

Event description:
It was reported that the device was returned for repair damage. There was no patient injury reported. No additional information was provided.